Event description:
The patient¿s atrial septal defect was measured using stop-flow technique and a trans-esophageal echo and a 9mm amplatzer septal occluder (aso) was selected for implant. As the aso was deployed, device placement was confirmed via echo and push-pull testing. After the aso was released, however, echo revealed another atrial-level shunt in the superior limb of the septum that was not previously identified so the aso was snared and removed. A 13mm aso was implanted.

Manufacturer narrative:
(B)(4). The 9mm aso was returned to sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. The aso met dimensional specifications when measured with a caliper. The occluder was loaded into a test loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the atrial-level shunt seen during the procedure remains unknown.